Event description:
It was reported that on (B)(6) 2012 the resident was allegedly found deceased, head trapped between the siderail and the foot end of the bed. It was additionally reported that the resident suffered from severe parkinsons, and always refused restraints except for siderails. Allegedly, the resident was settled in bed with siderails up at 21:00 hours and when the staff made their rounds as scheduled at 22:00 hours, they found the resident stuck between the foot and the siderail, with her neck leaning on the metal bar that pivots the siderail.

Event description:
It was reported that on (B)(6) 2012 the resident was allegedly found deceased, head trapped between the siderail and the foot end of the bed. It was additionally reported that the resident suffered from severe parkinsons, and always refused restraints except for siderails. Allegedly, the resident was settled in bed with siderails up at 21:00 hours and when the staff made their rounds as scheduled at 22:00 hours, they found the resident stuck between the foot and the siderail, with her neck leaning on the metal bar that pivots the siderail.

Manufacturer narrative:
Follow-up is being submitted with additional model information, serial number, and manufacture date. The information was initially not provided by the customer, but was subsequently received. Bed evaluation could not be performed, since the event occurred several months ago and was only recently reported by the customer. Bed was already placed back into service

Manufacturer narrative:
Device involved in event not identified by facility; therefore it is unknown at this time if device evaluation will be possible.